Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva ii meter within 10 minutes: 31.0 mmol/l, 4.7 mmol/l, 16.4 mmol/l, and 18.7 mmol/l. No adverse event reported. Requested return of suspect device for evaluation.